Event description:
It has been reported that a receiver broke in half. The user noticed it when he pulled it out of the ear. There is no report that the receiver got stuck inside the ear, and it has been confirmed that the event has not caused any harm to the user. No further follow up is available or expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to obtain a device history record, as the receiver was discarded and the serial number is unknown. The clinical investigation concluded: it has been reported that a mp2 (medium power) receiver broke in half. The user noticed it when he pulled it out of the ear, there is no report that the receiver got stuck inside the ear, and it has been confirmed that the event has not caused any harm to the user. The user came in to the clinic to have the receiver replaced. The audiologist reports that it has happened around 3 other times but cannot specify any of these cases further. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. The user guide states to contact the hearing care professional if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.